Event description:
Patient was revised to address tibial loosening, poly wear of the insert, and osteolysis.

Manufacturer narrative:
The products associated with this reported event were not returned for examination. A search of the complaint database did not show any other reports against the product lot codes. The investigation could not draw any conclusions about the reported event without the products to examine. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.